Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit may have been broken, leading to the subject event. Since damage was observed on the bending section, the probable cause of breakage is irregular load to the bending section, resulting in the event. However, the cause of it was unable to be specified. A definitive root cause could not be determined. Based on the below investigation result, the electrical contacts may have had anomalies, leading to the subject event. Since shaving was observed on the electrical contacts, the probable cause of breakage is electrical contact failure with the system. However, the cause of it was unable to be specified. The subject events can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope had no image and no image output. It's unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.